Manufacturer narrative:
No investigation could be performed, no conclusion drawn, as no device was returned.

Event description:
Patient returned to surgeons office complaining of pain. A CT scan and x-ray revealed breakage of 6.0 mm ti hard rod with a 4.0 mm ti pangea polyaxial screw pullout. Patient was revised with new hardware.